Event description:
Reportedly, after firing, the tissue was torn out and there was a hole on the posterior wall of the rectum (anastomosis). The surgeon tried to do a second anastomosis with a new instrument but it was not possible. A colostomy was performed. Procedure: rectal cancer. Patient sex: unk